Manufacturer narrative:
An outside of united states (ous) customer reported multiple discordant, falsely depressed creatinine patient results obtained on an atellica ch 930. Siemens is investigating the issue. MDR 2432235-2022-00286 was filed in conjunction to this report.

Event description:
Multiple discordant, falsely depressed creatinine patient results (14 patients) were obtained on an atellica ch 930 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate atellica ch 930 instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to falsely depressed creatinine patient results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00285 on 25oct2022. Additional information (28oct2022): an outside of united states (ous) customer reported multiple discordant, falsely depressed creatinine patient results obtained on an atellica ch 930. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the information provided. Quality control was in range and no issues were noted with the other patient samples indicating that the instrument and reagents were performing acceptably. A repeat of the same sample yielded expected results. Siemens could not identify any anomalies. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2022-00286_s1 was filed in conjunction to this report.